Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using four proglide devices relative to an unspecified procedure. Reportedly, an unknown failure occurred with four proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similarity could not be conducted as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.